Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level above 240 mg/dl with ketones. However, the exact value was not provided. Reportedly, the bg level was due to the customer doing less activity than the amount the customer was considering when the customer bolused for a previous meal. The bg level was addressed with a bolus via the pump.

Manufacturer narrative:
The t:slim pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus.